Event description:
It was reported that the patient with this right atrial (ra) lead was hospitalized for treatment of an infection and atrial fibrillation (af), which necessitated adjustments to the medication regimen. This lead currently remains in service and no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).